Event description:
It is reported that the patient was revised due to tibial and femoral loosening. Visible pitting was also noted on the articular surface.

Manufacturer narrative:
Visual inspection of the returned femoral component identified bone cement around the box area and pegs. Inspection of the tibial component identified scratches on the surface and bone cement on the anterior portion of one side of the backside. Three of the poly plugs were missing and not returned. Inspection of the articular surface identified pitting and heavy backside wear. Measured dimensions of the returned components were conforming to print specifications. Review of the device histories did not identify any deviations or complications. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the related components. An x-ray report dated (B)(6) 2015 indicates radiolucency around the stem of the tibial component and around the femoral component anteriorly and posteriorly. Operative notes from the revision surgery indicate that there was no bone loss when removing the femoral component. The tibial component was noted to be grossly loose. No signs of infection were noted. Per the nexgen cr-flex and lps-flex fixed bearing knee package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause of the loosening cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.